Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a resection of stomach in laparoscopic sleeve gastrectomy procedure, the staples got stuck on the stapler and tissue. Another reload was used to complete the case. There was no patient injury.